Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional stated that haptic was twisted during surgery. When preparing to load the lens, the surgeon noticed a kink in the haptic. The surgery was completed on the same day. There was no patient contact.